Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix at implant caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure prior to wound closure there was a noise and impedance issue with the right atrial (ra) lead. The impedance via the pacing system analyzer (psa) was approximately 500 ohms, however once attached to the device the impedance was greater than 3000 ohms. The device was removed and reattached several times, and the impedance remained high out of range. Even when reattached to the psa the impedance remained high out of range. There was issues getting the stylet back into the lead, where the lead distal to the pin to was pinched to reintroduce the stylet. After that manipulation, the impedance was again approximately 500 ohms. It was noted that the lead had to be repositioned in the atrium three different times, and each time it took more turns to retract/extract the helix. The lead was explanted, and a new ra lead was successfully placed. It was reported that there were no adverse patient effects.